Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right knee was revised. A 2x11 ts insert was implanted. Update 05/october/2020 wg: sales branch provided the primary usage sheet. A 2x9 ts insert was revised to a 2x11 ts insert. Update: "patient was treated with I&d due to acute infection. X-rays/removed polyethylene are not available."